Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that with regards to actions/interventions, the ped-500-35 failed as soon as it was pushed outside the body. It could not be solved and had to be replaced. The first ped-500-30 could not open the tip end normally in the body. The physician continued to deploy it for a long enough distance and had used the vascular arc to expand and swing, but still could not promote opening. It had to be replaced. The cause of the pipeline failure was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end and encountered resistance. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ophthalmic segment of the left internal carotid artery with a saccular morphology. Aneurysm dimensions: max diameter 4.48 mm and neck diameter 4.6 mm. Landing zone (artery size): distal 4.7 mm and proximal 4.9 mm. The patient was undergoing blood flow diversion dense mesh stent implantation surgery. The patient¿s vessel tortuosity was normal. The access vessel was the femoral artery (diameter 8 mm). Dapt (dual antiplatelet treatment) was administered (pru level 93). The angiographic result post procedure: fd was successfully implanted. The catheter was flushed as indicated in the IFU. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. After the system was in place, ped-500-35 was prepared in vitro. After full hydration, the tip of the ped was pushed out in heparin saline, and the tip was in an abnormal y-shape. The ped-500-30 was replaced. It exposed in the m1 horizontal segment and the tip insufficiently deployed. After waiting for no improvement, the proximal end of the ped was pulled back to the internal carotid artery and the proximal end of the ped was opened without tension deployment. The tension was slightly increased using the c7-m1 angle, but the tip still could not be fully deployed. At this time, the microcatheter's operating performance deteriorated and could not effectively transmit tension. The system was removed from the body and the braided wire at the tip of the ped-500-30 was found to be rough. Considering the microcatheter abnormality, the surgeon replaced the device with a new phe27 and after it was delivered in place, another ped-500-30 was successfully implanted. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath envoy, guide catheter navien 5f115cm, microcatheter phe27, guidewire synchro

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex braid was returned for analysis with shipping box and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, the pipeline flex could not be confirmed to have resistance during delivery as the pipeline flex pushwire was not returned for analysis and no defect was found with returned phenom 27 catheter. Possible causes for resistance include kinks or other damage on ped or pushwire, frayed ends on braid, and user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.